Event description:
The manufacturer received information alleging a " missing bluetooth mac address". There was no harm or injury reported. A customer contacted customer support to provision a trilogy 100 ventilator to a 2net nub. The ventilator was returned to the manufacturer for foam replacement per field action c&r 2021-05-26 and new software update. During the evaluation of the device at the manufacturer service center, the device did not meet acceptance criteria of evaluation process for device serial and model number had incorrect gtin/revision, therefore, a new label was added. The active porting block is damaged and will need to be replaced. In addition. The technician confirmed the following cosmetic issues: rear and front enclosure is damaged and will need to be replaced. The device powered on and operated, as it should. There were no significant events in the error logs. The removable air path foam was received with the device-black. The device was not needed for inventory and was scrapped.